Event description:
It was reported per article of interest literature review that a 58-year-old man was referred for device implantation. Given the patients comorbidities, a boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) was chosen for primary prevention of sudden death. Five days after implant, the patient reported two device shocks at home while sleeping on his left side. Device interrogation showed atrial fibrillation (af) and evidence of abrupt p-wave oversensing and qrs diminution leading to device shock. The patient was admitted to the hospital and, despite reprogramming to other vectors, oversensing still occurred as the patient was lying on his left side, which recreated the change in sensing. Anterior device shift was seen during the maneuver, and reoperation was preferred. A deeper, intermuscular pocket was performed to place the device between the latissimus dorsi and serratus anterior, and additional sutures were used to tie the two muscles together. The device was unable to be moved anteriorly with aggressive manipulation on the operating table, and he stayed overnight without any device shocks while lying on his left side. Follow-up interrogations showed appropriate sensing and no further device shocks were reported. A postoperative chest radiograph appeared to show the device in a more posterior position as well. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Lee, shawn, et al. (2025). Inappropriate shock from p-wave oversensing and qrs diminution in a subcutaneous implantable cardioverter defibrillator. Heart rhythm case reports, vol 11, no 1, january 2025. Https://doi.org/10.1016/j.hrcr.2024.09.023.